Event description:
It was reported that the patient was admitted to the hospital with symptoms of a thumping heart/strong heart beats. The cardiac resynchronization therapy pacemaker (crt-p) was interrogated and found to be in safety mode, with vvi unipolar programming at 72 beats/minute. The patient experienced phrenic/pectoral twitching and pacing inhibition of up to eight seconds was noted on the device logs. The crt-p was immediately replaced and is expected to be returned for analysis.

Event description:
It was reported that the patient was admitted to the hospital with symptoms of a thumping heart/strong heart beats. The cardiac resynchronization therapy pacemaker (crt-p) was interrogated and found to be in safety mode, with vvi unipolar programming at 72 beats/minute. The patient experienced phrenic/pectoral twitching and pacing inhibition of up to eight seconds was noted on the device logs. The crt-p was immediately replaced. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.